Event description:
The customer reported that the insulin pump was not functioning. The device was not available to troubleshoot at time of call. The customer stated that the insulin pump alarmed and the device continually turns on and off for no reason. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a battery tube connector not being plugged properly. Further testing was not performed due to the blank display.